Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was charging the device more than expected. The parameters were checked and indicated the recharge intervals appeared to be appropriate. It was also reported the pt experienced a shocking sensation one time that was directly related to the pt pushing on the ins pocket site. The shocking had not reoccurred. The pt was feeling a strong tingling sensation while laying down at night or reclining in a chair. The tingling had been occurring daily for the past couple of days. The device had just been implanted on (B) (6) 2010.